Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) abruptly ceased pacing. It was noted that the hanger assembly was bent and broken. The upper case was scratched. It was further noted that the keypad surface was compromised. The lower case was broken and scratched. The main seal was pinched. Additionally, it was noted that the two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the external pulse generator (epg) malfunctioned, with the pacing rate set to 60 pulses per minute (ppm), however, the patient¿s actual heart rate displayed on the monitor was 30 ppm. Troubleshooting steps were taken, including battery and lead changes, however, there was no change in heart rate. It was noted that the rhythm returned to the set paced rate of 60 ppm once the epg was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) abruptly ceased pacing, causing the patient to enter bradycardia. It was noted that the epg settings were as follows: single chamber fixed rate (vvi) mode, 60 pulses per minute (ppm), 10 volts (v) output, and 2 millivolts (mv) sensitivity. It was noted that the epg was replaced with another to continue pacing. No further patient complications have been reported as a result of this event.